Event description:
Event: post implant intervention. Case details: the graft was deployed and implanted with no issues. Twenty four hours post-implant: the left graft limb occluded requiring a fem-fem crossover. The patient was reported to be in good condition.